Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged, however, the device is only able to function with one type of processor. Revision surgery is not under consideration at the moment.